Event description:
A male underwent endovascular therapy in 2008. The patient's form was considered suitable for the procedure. The suprarenal stent was deployed first, then the cannulation of the contralateral limb was performed. After deployment of the main body, blood leakage occurred when the grey positioner was removed. Blood was almost spurting from the valve. Total hemorrhage volume was 700cc. Blood transfusion of 400cc (including transfusion before aaa deployment) was performed. No notable changes were found in the patient's condition after the procedure. Patient is recovering.

Manufacturer narrative:
The device is shipped with an instructions for use (IFU) listing the anatomical requirements, warnings and precautions, and the correct deployment procedure. No product was received to assist in this investigation. An internal clinical review indicated the event was possibly due to product quality. However, we have notified the appropriate individuals and have taken action as of 2008 to retrain physicians who are having this issue in another country, and we will continue to monitor for similar events.